Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subsequent follow-up with the customer, additional information was received. It was reported that another anchor was used to complete the procedure. It was reported that no additional bones were needed. It was reported that an alternative product was readily available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information received, it was reported that during surgery for treatment of dislocation - grade v clavicular acromion, the threading of the implant, near the end of the course, there was a "click" and the anchor stopped evolving, turning in false. This whole process occurred naturally, without using excessive or forced effort. When removing the implant from the hole, the end of the anchor breaks, making it impossible to place it. Other anchor placements had the same practice of handling, since the doctor was sure about the correct use of the technique employed. The complaint was received and evaluated. Visual observation revelated that the anchor was broken from the distal part but is held in place by suture. Also, it was found blood residues along the anchor. This complaint can be confirmed. Finally, the suture card was in place and there was no damage in the shaft. A manufacturing record evaluation was performed for the finished device lot number:4l69039, and no nonconformances were identified. Further, a review into the mitek complaints system revealed no other complaints for this lot of 300 devices that were released to distribution. Additional information indicated during the threading; it was sound a ¿click¿; therefore, the possible root cause can be associated levering during insertion. As per IFU, inserting the awl less than the specified depth, axial misalignment or levering with the anchor upon insertion, may result in anchor fracture. Also, it is necessary to position the appropriate size awl/tap on the prepared bone surface and establish the proper axial alignment. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a grade v clavicular acromion procedure on (B)(6) 2020, using an open surgical technique, it was observed that the 4.5 healix br anchor device during placement of the first anchor, proceeded according to the technique, that is, the anchor instrumental was used, tap puncture, impacting and tapping until the markings of the same. The placement of the anchor followed the same vector angulation used in the instrumentation, as this was maintained due to doctor concern of keeping it as the instrumental was given to him then the anchor without him withdrawing his attention from that angle. During the threading of the implant, near the end of the course, there was a "click" and the anchor stopped evolving, turning in false. This whole process occurred naturally, without using excessive or forced effort. When removing the implant from the hole, the end of the anchor breaks, making it impossible to place it. The doctor was sure about the correct use of the technique employed. There was no harm to the patient and there was no delay in surgery broke upon insertion. It is unknown whether a like device was available for use. There were no adverse patient consequences reported. No additional information was provided.